Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a doctor. This case is cross reference to case ID: (B)(6) (cluster- same reporter). This case concerns a (B)(6) year old male patient who received 1 ml of synvisc into the big toe (underdose) and the toe was sore and got worse. No relevant medical history, past drugs, concurrent condition and concomitant drugs were reported. On an unknown date, the patient commenced treatment with synvisc injection at a dose of 1ml (underdose) (indication, route, frequency, lot/ batch number and expiration date unknown) into the big toe of the patient (off label use). The next day, after an unknown latency, the toe of the patient was sore and got worse. Three days later, patient received cortisone 01 ml via injection. It was reported that the patient was fine at the time of this report. Action taken: unknown. Outcome: recovered for synvisc administered into the big toe of the patient and the toe was sore and got worse. Seriousness criteria: intervention required (use of cortisone); a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No further information was provided. Consent for follow- up was denied.

Manufacturer narrative:
Pain in extremity (pain in toe), off label use (off label use); underdose (underdose); (note: indented terms are signs/symptoms).